Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the clip applier instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier did not release. The procedure was completed. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and was found to have one severely bent grip, causing misalignment of the grips-tips. There was a 0.93 mm offset at the tips. A clip can be properly loaded into the clip groove of the grip tips. The grips were not found to have cracking damage. Additionally, the instrument was installed and driven on an in-house system. The clip applier instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and is able to retain the clip through engagement but cannot apply the clip). The clip was unable to clip onto the tubing during in-house testing after multiple attempts. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.